Event description:
The tablet was received and underwent product analysis. Product analysis found that upon visual examination the prongs in the usb port were damaged which affected the tablet's ability to communicate with demo generator. Once a temporary usb port was attached to the motherboard the communication issue resolved. There were no other anomalies identified with the tablet. No other relevant information has been received to date.

Manufacturer narrative:
Suspect UDI: (B)(4).

Event description:
A failure to program incident occurred with the patient's generator and the physician's programming system. The physician reported seeing "unable to get a signal" message. The patient was then seen at a later date and their generator was able to be interrogated with an alternative programming system. Troubleshooting was performed by a company representative on the physician's programming system and it was identified that the prongs in the usb port were bent causing the communication error. The tablet has not been returned to date. No other relevant information has been received to date.